Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. G1 manufacturing site name, danvers, removed. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.

Event description:
Clinical narrative: an impella 5.5 was inserted via the direct surgical access to the aorta to support the 78 year old female patient who had been admitted in for a coronary artery bypass graft surgery (CABG) who was suffering from post cardiotomy cardiogenic shock and low cardiac output syndrome. The patient had presented in scai stage e shock, with known sepsis, and was on dialysis. The pump was supporting when there were concerns of hemolysis. Two plasma free hemoglobin labs were drawn and they were both over 40 mg/dl. The urine color was tinged red, but multiple cyanokit doses were given. While on support the device functioned at p-8 with 5.2 l/min flow with d5w with sodium bicarbonate in the purge solution. After just over 24 hours of support the team made decision to withdraw care and the patient expired. The death is being conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to the reported post cardiotomy cardiogenic shock and underlying sepsis.

Manufacturer narrative:
The pump is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.